Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 1st er420 instrument clip scissored and cut the vessel (amount of bleeding is not known). The other two clip appliers also scissored. The surgeon performed a laparotomy to control the bleeding.